Manufacturer narrative:
Device evaluation update: vyaire medical's technician went on-site to evaluate the suspect device and could not duplicate the issue. Customer explained to the technician that previously they found the limit tube loose and tightened it but wanted verification. The technician calibrated airway pressure transducer, ddi and pneumatics. Also, ran performance check and the 3100b ventilator passed all test and runs according to OEM specifications.

Event description:
It was reported to vyaire medical: the respiratory therapists reported fluctuating map and delta p while on patient. Patient harm or injury was not reported.